Manufacturer narrative:
Complaint conclusion: as reported, the 7mm x 24mm x 135cm palmaz genesis transhepatic balloon-expandable biliary stent on opta pro was initially inserted via a 6f brite tip sheath. The performing physician decided to remove the stent undeployed to further analyze the lesion. Upon attempting to remove the stent over the wire, there was difficulty noted, prior to the stent reaching the sheath. The difficulty removing the stent was not due to tortuosity but rather may have been due to wire friction. There was no damage noted to the sheath. The physician continued to remove the stent over the wire, and the stent was dislodged from the delivery balloon, undeployed. The stent was dislodged just distal to the sheath tip. Subsequently, the 6f brite tip sheath was replaced with a 7f 11cm brite tip sheath. A 3 x 2mm powerflex pro balloon was inserted within the undeployed stent and inflated to expand the stent. A 5mm x 40mm saber .035 balloon was then used to further deploy the stent. Finally, a 7mm x 40mm saber .035 balloon was inflated to fully deploy the stent. There were no reports of patient injury. The stent was ultimately deployed in proper position. Cordis training/clinical personnel were present for physician advice and support. There was no damage noted to the product packaging upon inspection prior to use. There was no difficulty removing the product from the packaging. There was no resistance met while advancing the device. The target lesion was moderately calcified. The balloon catheter was removed over the wire. The stent was not removed from the patient; it was left inside. No other stent was needed to treat the intended lesion. The procedure was completed with the complaint device, despite the reported issue. An aquatrack guidewire was used during the procedure. The access site was the right femoral artery (rfa). The procedure was a percutaneous transluminal angioplasty and stenting of the right common to external iliac artery. The vessel was moderately calcified. The device was stored in a temperature/humidity-controlled environment in the procedure room. The device was prepped per the instructions for use (IFU) without difficulty. There were no adverse events from this complaint. There was not an increased length of stay from this event. The stent was deployed in the patient. 2024-07518-1 the product was not returned for analysis. A product history record (phr) review of lot 82276047 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. 2024-07518-2 the product was not returned for analysis. The reported ¿stent dislodged - in patient/while pulling back into gc/sheath¿ and ¿guidewire lumen resistance/friction¿ could not be confirmed as the devices were not returned for analysis. The exact causes could not be determined. Additionally, a device interaction between the brite tip sheath and the stent could not be confirmed. Based on the information available for review, procedural factors and vessel characteristics likely contributed to the reported event. The IFU cautions, ¿never re-advance a csi or guiding catheter over an exposed stent to avoid dislodging the stent.¿ this may have also contributed to the stent dislodging off the balloon upon retracting the device through the brite tip csi. However, without the return of the devices for analysis, it is difficult to draw a clinical conclusion between the devices and the event reported. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Inspect the crimped stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. When catheters are in the body, they should be manipulated only under fluoroscopy. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. Prior to stent expansion, ensure that stent and balloon are completely exposed from the csi or guiding catheter. Caution: never re-advance a csi or guiding catheter over an exposed stent to avoid dislodging the stent. Caution: if a tuohy-borst type adjustable hemostasis valve is used, avoid over tightening since this may restrict the flow of contrast media in and out of the balloon, thereby slowing inflation/deflation. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken.

Event description:
As reported, the 7mm x 24mm x 135cm palmaz genesis transhepatic balloon-expandable biliary stent was initially inserted via a 6f brite tip sheath. The performing physician decided to remove the stent undeployed to further analyze the lesion. Upon attempting to remove the stent over the wire, there was difficulty noted, prior to the stent reaching the sheath. The difficulty removing the stent was not due to tortuosity. Wire friction could be a cause for the difficulty note. There was no damage noted to the sheath. The physician continued to remove the stent over the wire, and the stent was dislodged from the delivery balloon, undeployed. The stent was dislodged just distal to the sheath tip. Subsequently, the 6f brite tip sheath was replaced with a 7f 11cm brite tip sheath. A 3 x 2mm powerflex pro balloon was inserted within the undeployed stent and inflated to expand the stent. A 5mm x 40mm saber .035 balloon was then used to further deploy the stent. Finally, a 7mm x 40mm saber .035 balloon was inflated to fully deploy the stent. There were no reports of patient injury. The stent was dislodged just distal to the sheath. It was deployed in proper position. Cordis training/clinical personnel were present for physician advice and support. There was no damage noted to the product packaging upon inspection prior to use. There was no difficulty removing the product from the packaging. There was no resistance met while advancing the device. The target lesion was moderately calcified. The balloon catheter was removed over the wire. The stent was not removed from the patient; it was left inside. No other stent was needed to treat the intended lesion. The procedure was completed with the complaint device, despite the reported issue. An aquatrack guidewire was used during the procedure. The access site was the right femoral artery (rfa). The procedure was a percutaneous transluminal angioplasty and stenting of the right common to external iliac artery. The vessel was moderately calcified. The device was stored in a temperature/humidity-controlled environment in the procedure room. The device was prepped per the instructions for use (IFU) without difficulty. There were no adverse events from this complaint. There was not an increased length of stay from this event. The stent was deployed in the patient. The devices will not be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.